Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was able to be programmed effectively. Nurse programmer reports that after yesterday¿s programming that high impedances have resolved on their own and are normal. This was confirmed with the healthcare provider (hcp).

Event description:
It was reported that during the patient¿s initial programming session, impedance values over 5,000 were observed on segments 2c, 2a, 1c, and 1a. The patient has not experienced any symptoms or side effects related to the high impedances. Several impedance tests were performed, but the values remained unchanged. No interventions or actions have been taken, and surgical intervention is not planned at this time. The issue remains unresolved, and no further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.